Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom system error 322 was reproduced during evaluation. It was determined that the upper hook switch was the failing component. As a result, the upper auxilliary was replaced.

Event description:
It was reported that a pump was alarming for a system error 322. There was no patient injury.